Manufacturer narrative:
(B)(4). Batch #r5af3v. Additional information was requested, and the following was obtained: it was reported that the tissue of patient for anastomosis was compromised. How was the procedure completed? Were there any changes to the post-operative care of the patient as a result of the tissue for anastomosis being compromised? Please describe. What is the current status of the patient? Response: influence (according to the opinion of the surgeon who directly operated the surgery): the tissue of surgery area is bruised and damaged, but need to be monitored after surgery to see if it causes a leak. Device analysis: the analysis found that one sr55 reload was received unfired and the swing tab was found to be in the locked position with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a whipple procedure, surgeon cannot fire sr55 reload. The surgery was delayed by 10-minutes. Changed to another sr55 reload. The tissue of patient for anastomosis was compromised. Procedure was successfully completed.